Event description:
As reported per the edwards field clinical specialist (fcs), during a transapical tavr procedure, during deployment of the valve, the valve moved too aortic to an 80:20 position. During tee it was noted there was moderate central aortic insufficiency (cai) and a 2nd valve was placed within the 1st valve, and all ai was reduced to less than trace. During deployment there was fair coaxial alignment of the valve and delivery system, and good image intensifier angle. The patient¿s ejection fraction was 45%. The patient¿s native valve/leaflet calcification was bulky and her aortic root calcification was mild. She had moderate septal hypertrophy and there was no loss of pacing capture. Reportedly the patient's pressure was having trouble recovering after the 2nd valve placement and bypass was used until the patient stabilized. The patient was weaned off bypass and left the or with a balloon pump. The patient was subsequently reported to be doing well and did not need any additional intervention.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, device malposition and regurgitation requiring intervention are known potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, the cause of the too aortic placement and central regurgitation cannot be confirmed with the information provided; however, the fair coaxial alignment could have contributed to the too aortic deployment. It is also possible that if the valve was at all canted, that this could contribute to regurgitation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.